Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the last time they put new wires in, they had hit a nerve and the patient had to be hospitalized. Relevant medical history included chronic low back pain. No follow-up was required.